Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station communication failed. The field service engineer (fse) found that the station was set to the wrong time zone and corrected it. The remote support service (rss) version was also updated to 4.12, after which the override feature turned off. The station resumed normal operation following these updates. The system functioned as intended after the field service engineer (fse) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.